Event description:
It was reported that during a lap chole procedure, the device was placed on the vessel and it kept slipping off while attempting to deploy the clip. Another device was used to comlpete the procedure. There was no patient consequence.

Manufacturer narrative:
Instrument a: clips would not advance. Instrument c and d: exp date: 5/22/2012; MFR date: 6/22/07. Instrument e-I: exp date: 8/7/2012; MFR date: 9/7/07. Eval summary: the er320 instrument (a) was returned in good visual condition. The instrument was cycled, fed, and formed the two within manufacturing requirements, however, after the second firing the clips would not feed into the jaws. The device was disassembled to verify the condition of the internal component and no anomalies were found. No conclusion could be reached as to how the clips would not feed into the jaws. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The er320 instrument (b-I) were returned sterile and in good visual condition. The instruments were cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instruments were fully functional and conforming to manufacturing requirements. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.